Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink y-type blood solution set in which a nurse stated that she experienced increased amount of air in line after the set has been primed. According to the nurse, the facility primed the line with normal saline. When the nurse attempted to run the blood, a gap of air was observed. The bsr indicated that the facility recently converted to baxter products from (B)(4). The nurse indicated that the facility was not inverting and tapping the filter per label copy. The baxter sales representative performed an additional in-servicing and directed the staff to invert and tap the filter to remove any trapped air. Since the in-service, the facility has not observed any air in line issues. There were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.